Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had infection at the pocket site. It was discovered when the pocket was opened during a revision procedure to implant a new lead for a new pain area. The ipg was explanted and IV antibiotics was administered. It was believed that the infection was not device or procedure related. The patient never complained of any symptoms of infection.